Event description:
It was reported that the patient experienced overstimulation and shocking/jolting sensation. The patient had the stimulation turned ¿out¿ and stepped into an elevator. During the elevator ride, the patient was shocked. Even after the incident, the patient reported uncomfortable stimulation as shocking. The exact location of this stimulation was unknown. The leads and implantable neurostimulator (ins) were explanted. Follow-up was performed. The patient was noted to be doing well since explant but it was unsure if the shocking had resolved since explant. The products were returned for analysis but had not yet been completed at the time of this report. This event will be updated upon analysis completion.

Manufacturer narrative:
Analysis of the lead ((B)(4)) found the lead to be electrically okay. However, the lead was found to be pinched and the br aid wire was broken and exposed 25.0 centimeters from the distal end of the lead. This would not cause the reported complaint of overstimulation and shocking/jolting. It was also noted that the #5 and #6 circuits were shorted in the lead due to the #6 electrode being crushed. There were suspected tool marks in the #6 electrode indicating the crushing likely occurred at explant or post-explant. Analysis of the implantable neurostimulator (ins) ((B)(4)) found the ins was received with no telemetry and no output. Telemetry was restored after one full physician mode recharge. After fully charging, it passed functional testing including monitoring output for 100 hours at body temperature. According to the trace report, the ins was last recharged on (B)(6) 2014 to 3.865 volts. The output was on and being used until the battery depleted to the lock/sleep mode on (B)(6) 2014. The ins was never charged again and subsequently went into an overdischarged state. This was the first overdischarge. Reduced capacity resulted from the overdischarge.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.